Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) migrated proximally, leading the pump to rise high in the scrotum and causing irritation in the area where the tubing was located. A surgical procedure was performed to remove and replace all the components. There were no further patient complications.